Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The facility reported an increased upstream occlusion alarm frequency post-implementation of the v9.02.01 software update with the spectrum iq infusion pumps. It was further reported that while using a spectrum pump (serial number not provided) during cytoxan therapy at a rate of 583 ml/hr, the device alarmed upstream occlusion. There were no clamps and the tubing was kinked below the drip chamber. There was no report of patient injury or medical intervention associated with this event. No additional information is available.